Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the physician experienced difficulty placing this right atrial (ra) lead during the procedure. Upon placement there was oversensing of noise leading to pacing inhibition. Due to the noise the lead was attempted and not implanted. No adverse patient effects were reported.